Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and confirmed product was manufactured, tested, and released per validated procedures. Device not returned. If device is returned to nwm, an addendum will be filed to capture evaluation.

Event description:
Doctor reported, "hypotony and chorodial post surgery. Hypotony with sealed incision".